Event description:
"S/p bilateral subgl infra 235cc dc gels for augmentation. Was involved in mva in 1996 with trauma to left chest. That resulted in rupture. This is confirmed on mammogram. Complained of some incrasing pain bilateral and changing shape on left. Also has systemic progressively disabling symptoms including arthralgias (positive am stiffness)/myalgias, paresthesias/dysesthesias, fatigue, sleep disturbances, night sweats, ha's, tmjd, visuals changes, memory loss, sicca, oral sores, rashes, sens. Sun, htn, weight gain and gu symptoms. Pt is otherwise healthy."